Event description:
It was reported that the event occurred while in the cath lab during use. Indication for use: cardiogenic shock. The professor inserted an iab through the teflon sheath via left femoral without issue. After the insertion, the user started to pump and the intra-aortic balloon pump (iabp) alarmed "helium leak." The tubes were connected. There was no kinking observed. The user decided to switch out the pump. The same alarm occurred. The pt had a regular heart rhythm and no blood was observed in the helium line. As a result, the iab was removed. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy since the iab and teflon sheath had to be removed and a new iab prepped. There was no harm to the pt. The pt outcome is okay. The pumps used were autocat2 wave's, serial (B)(4). There were pump strips generated, but are not available for review. Reference MDR #1219856-2013-00257 for the second event involving the same pt.

Manufacturer narrative:
(B)(4).